Manufacturer narrative:
Software investigation has not been completed.

Manufacturer narrative:
The reported event caused a 10 minute delay to the case. A medtronic representative performed a system checkout on (B)(6) 2015. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system exited the synergy cranial application and returned to the logo screen after attempting to send an inter-operative magnetic resonance imaging (MRI) to the navigation system. In trouble-shooting, the site re-booted the software and normal function was restored. The MRI was successfully transferred. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the log files showed that the system abruptly stopped, however there was no indication as to what caused this to happen. This issue was documented in a medtronic navigation software anomaly tracking database.